Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006, the patient presented with preoperative diagnosis of l3-4, l4-5, l5-s1, severe degenerative disease with lumbar spondylosis, broad based disk bulging with posterior annulus tears, severe lumbago with mechanical low back pain with bilateral extremity radiculopathy. The patient underwent the following procedure: l3-l4, l4-l5, l5-s1, lumbar provocative discography utilizing c-arm fluoroscopy with interpretation of films at l3-l4, l4-l5, and l5-s1 with injection of local anesthetic into the disk spaces at l3-l4, l4-l5, and l5-s1 for diagnostic and therapeutic purposes. On (B)(6) 2006, the patient presented with preoperative diagnosis of l4-5, l5-s1 severe degenerative joint disease, lumbar spondylosis, broad based disk bulging with bilateral pyramidal essential canal stenosis, lumbago with mechanical low back pain with bilateral lower extremity radiculopathies secondary to grade 1 spondylitic spondylolisthesis with associated spina bifida.the patient underwent following operation: l4-5, l5-s1 transforaminal lumbar interbody arthrodesis via minimally invasive approach via invasive max access retractor utilizing bone morphogenic protein, demineralized bone matrix, beta tricalcium phosphate, products of allograft and autograft. Percutaneous posterior instrumentation l4-l5, l5-s1. L4-l5. L5-s1 posterior lateral arthrodesis utilizing bone morphogenic protein, demineralized bone matrix, beta tricalcium phosphate, products of allograft and autograft. Aspiration of bone marrow aspirate for purpose of bone grafting. Application of intervertebral biomechanical synthetic cage at l4-l5, l5-s1 with utilization of morselized autograft and injection of intrathecal duramorph for analgesic purposes. Placement of epidural paste duramorph , amicar and depo-medrol for anesthetic purposes. Injection of local anesthetic of marcaine and lidocaine for anesthetic purpose utilizing c-arm fluoroscopy with interpretation of films and utilizing the operating microscope for microscopic technique. Per-op notes: l4-l5 a 14mm x 26mm peek graft filled with bone morphogenic protein and at l5-s1 a 12mm graft was selected by 26 mm with bone morpho genic protein. This was impacted into place and shown to be in excellent position and placement by c-arm fluoroscopy. Each of the sites were carefully palpated to make sure the exiting nerve and formina were widely patent and decompressed. On (B)(6) 2010, the patient underwent CT scan of lumbar spine without contrast. On (B)(6) 2010, the patient underwent CT scan of lumbar spine with contrast. On (B)(6) 2010, the patient presented with chief complaint of back and leg pain on the left. On the CT and MRI scan, there were noted to be bony cysts present at the foramen. The patient presented with preoperative diagnosis: lumbar radiculopathy with nerve root compression. Failed back syndrome. Foraminal stenosis. The patient underwent following procedure: exploration of fusion l4-l5, l5-s1. Removal of hardware l4-5, l5-s1. Lumbar laminectomies l4-5, l5-s1. Medial facetectomies l4-5, l5-s1. Lysis of adhesions l4-5, l5-s1. Reimplantation of lumbar hardware l4-5, l5-s1. Prolonged procedure due to altered surgical field. On (B)(6) 2014, the patient presented for an office visit due to chronic back pain.